Event description:
It was reported that multiple intermittent occlusion alarms occurred. As a result, customer's blood glucose level was documented as "high," but there is no specific numeric value provided. Customer addressed the high blood glucose by changing the infusion set and cartridge, resuming insulin administration, and monitoring instead of taking additional action. Reportedly, the customer continued to use the pump for insulin therapy.